Event description:
The customer stated that she tested her blood glucose three times within a few minutes and had the following results: 147, 65, and 128 mg/dl. The difference between the readings of 147 and 65 mg/dl fall in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.